Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer also reported that there was no insulin delivered before they received the alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they changed everything but it did not work. The insulin pump will be returned.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. Unable to verify no delivery alarm due to a33 alarm. The insulin pump was received minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.